Event description:
International affiliate reports that while tightening the set screw, threads were detached from the device. The set screw and its torn threads were removed from the surgical site without issue. The difficulty did not result in any adverse consequences or delay to the procedure. Concomitant devices: additional expedium single-inner set screws, (B)(4), qty = 7.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination revealed that there were no defects or abnormalities. However, it was noted that one (1) single inner set screw lot no: nw113737 revealed torn threads confirming the complaint event description. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review with product development manager was directed and no definitive conclusions were drawn. However, it was noted that per surgical technique when using the single innie inserter, pick up an innie from the caddy. Use the alignment guide to help position the head and reduce the chance of cross-threading. A review of the complaint trend analysis found 12 related complaints for product code. A further review of the sales and complaint data of a 12 month to date period found the observed (B)(4) to be deemed acceptable within our internal risk assessment occurrence rate of the design failure mode and effects analysis. Furthermore, there were no related complaints of set screw stripping for the reported lot codes. The root cause of the set screw becoming torn cannot positively be determined. However, as reported an alignment guide was used to tighten the screw. Per surgical tech, use the alignment guide to help position the head and reduce the chance of cross-threading. Additionally, the anti-torque sleeve should be used for final tightening. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.